Manufacturer narrative:
Company representative evaluated the system. Corrections included readjusting the wireless transceiver's power supply and replacement of the system's server. Problem was resolved.

Event description:
Customer reported the panorama central station's wireless transceiver shut down, which may have affected telemetry monitoring. No patient injury was reported.